Event description:
Patient s/p right mastectomy - 1994. Reconstruction right breast - saline implant - 1995. Removal of defective right breast implant and reimplantation of siltex saline filled breast prosthesis- 1995. Removal of defective siltex saline filled right breast prosthesis and reimplantation - (B)(6) 2005.